Event description:
Baxter representative phoned to report that around 11am, patient had an adverse reaction while using baxter pre-filled potassium 40 meq in 1 liter d5.45ns infusing via alaris tubing set. Five-ten minutes after infusion started, patient experienced anaphylactic reaction with hives over entire body, red blotches on skin, itching and chest pain. Infusion was stopped immediately. Benadryl 50 mg IV and solucortef 100 mg IV were given and within 5-10 minutes patient felt better and symptoms were going away. Patient had no known prior allergies and no other meds or food within 30 minutes prior to reaction. Hospital pharmacist feels baxter product is likely cause of event, and reported event to baxter on 08/26/08. Confirmed that tubing set model is latex free. Cause of anaphylaxis is unknown.

Manufacturer narrative:
Patient information requested and all available information is included.